Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet: received. Reporter added. On (B)(6) 2018, she explanted essure. Event injury was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') in a female patient who had essure inserted. The patient's medical history included pregnancy termination, cervical dysplasia, rheumatoid arthritis, genital herpes, right lower quadrant pain, uterine prolapse and cystitis interstitial. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with uterosacral ligament plication). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received event medical device removal was updated as salpingitis. Medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') in a female patient who had essure inserted. The patient's medical history included pregnancy termination, cervical dysplasia, rheumatoid arthritis, genital herpes, right lower quadrant pain, uterine prolapse and cystitis interstitial. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with uterosacral ligament plication). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.